Event description:
The user facility reported to terumo cardiovascular systems that there was a tear in the virtuosaph package that contaminated the product. The product was changed out. There was no patient involvement as this occurred during set-up. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, terumo is still investigating this issue, and will be submitted a follow-up report when more information is available. (B)(4).